Manufacturer narrative:
The eval of the returned device confirmed that the catheter tubing was detached from the catheter adapter. Presence of solvent (bonding agent) could be seen on the tubing end that extended approx 1/4 inch from the end of the catheter. The eval indicated that the catheter was not pushed all the way inside the catheter adapter during the bond manufacturing process. The catheter adapter of the returned deivce was the old style and not the current style catheter cone adapter. The device history records for both the final manufactured lot and sub assembly lot were reviewed. All product met manufacturing specifications. The investigation indicates the returned device sub assembly was manufactured prior to changes which have been implemented into the manufacturing process.

Event description:
A report was rec'd through ballard medical's distributor that, during the first suctioning, the catheter of the trach care came off from the catheter cone adapter during use. The trash care product is labeled for up to 72 hours of use. Information preceeding and following the malfunction was not provided. The distributor stated that there was no pt injury or medical intervention. Ballard medical has no first hand knowledge of the allegations but is relaying info rec'd from outside sources pursuant to federal regulations.